Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: investigation revealed that the battery compartment was cracked and the top slot on the battery cap was worn. The battery cap was able to attach to a test pump but was difficult to remove.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked and the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.